Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure. The procedure date is unknown. It was reported that, during device placement, the peg tube detached when pulling through the stomach wall. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6) 2023 as no event date was reported. Block h6 (device codes): imdrf device code a0501 captures the reportable event of peg tube detached.